Manufacturer narrative:
H6: investigation summary bd received a 24 gauge nexiva unit from lot 0336497 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the device could not decouple. The needle was fully retracted but the tip shield had not separated from the winged adapter. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the back of the winged adapter was damaged and preventing device from decoupling. It was determined that the observed damage occurred during the manufacturing process and was caused by a misalignment during the weld step. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to raise awareness of this incident and prevent recurrence. H3 other text : see h10.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in had a safety mechanism that wouldn't disengage from the catheter. The following information was provided by the initial reporter: " rn, could not retract the needle once peripheral IV was accessed; it wouldn't detach from the set."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in had a safety mechanism that wouldn't disengage from the catheter. The following information was provided by the initial reporter: rn, could not retract the needle once peripheral IV was accessed; it wouldn't detach from the set.